Manufacturer narrative:
Product ID 3889-28, lot# v785931, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient "wanted to start using it again to try it again" but they cannot find the paper work and requested another copy. It was reported that "it didn't see to be working at the time." It was noted that the patient had awful discomfort from the vibration. It was noted that the patient tried several programs and had gone to the healthcare provider office for reprogramming. It was noted that this event occurred following an implant. It was reported that the patient tried it for about three months or so then stopped. It was noted that the patient tried it again later but "didn't seem to get the results" they could get. It was reported that the vibration was ¿annoying.¿ additional information received reported an explant and reprogramming occurred.

Event description:
Additional information received reports that the patient device was implanted on (B)(6) 2012. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were not resolved. It was noted that the patient appointment was scheduled for (B)(6) 2012. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was also reported that the patient was still having concerns with their device or therapy but have not sought further help.